Event description:
Dealer stated that a bolt for the joystick mount on a tdxsp-mcg power chair had fallen out causing the joystick to become stuck. User was unable to control the chair, ran into something an sustained a broken foot.